Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 4 the home choice (hc). The technical service representative (tsr) determined the white clamp on the organizer was open with no bag connected. The tsr explained the importance of closing the clamp if no bag was connected. The tsr instructed the home patient (hp) to close all the clamps to the bags/patient line/transfer set, cycle the power off/on, and a system error 2367 occurred, cycled the power off/on, press go to start. At load the set, the hp removed the cassette. The tsr advised the hp to dispose of the current supplies and either start over with all new supplies or continue with manual bags. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.